Event description:
It was reported that this ambicor penile prosthesis did not completely deflate. Troubleshooting was tried without success. The patient was instructed to contact the physician for further review if the issue did not resolve. No patient complications were reported.